Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction was reported with the pump displaying malf 16. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer reverted to multiple daily injections as backup therapy.